Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok needle pulled out of the hub. The following information was provided by the initial reporter: the needle is detached from the plastic hub as will be shown in the photo attached in the email. When did the incident occur? Before use.

Manufacturer narrative:
Investigation results: one photo was provided to our quality team for evaluation. The photo shows a syringe with the bottom part of the needle hub assembled to it. The top part of the needle hub is with the plastic shield. No defect or imperfection was observed; therefore, the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Since a physical sample was not provided and no defects could be seen in the photo provided, a root cause could not be established.

Event description:
No additional information.